Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that impella 5.5 was unable to pass through the patient¿s calcified tortuous aorta via axillary. The impella catheter was also found to be kinked and appeared fractured upon removal.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The product was returned for evaluation and a catheter kink and stretching was found by the motor. The root cause of the delivery issue is determined to be patient condition because of calcified tortuous aorta of the patient.